Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block h11: the returned exalt model b monitor was analyzed, it was found that the device operates as intended. The logs showed that the device shutdown by itself 8 times in the last two years after the battery level dropped below 1% when the device was not plugged into the power supply. During normal operation, the device displayed switches to the screen saver (a black screen with boston scientific displayed in the middle) after two minutes of inactivity, then after the battery reached 1% level the device automatically shut down. With all the information, boston scientific concludes the reported event was not confirmed. The device was analyzed and operated as intended but failed the battery health test. The cause of the reported event was traced to the user not following the manufacturer's instructions. Therefore, the event is assigned a probable cause of failure to follow instructions.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2025-00165 for the exalt model b scope and report number 3005099803-2025-00164 for the exalt model b monitor. It was reported to boston scientific corporation that an exalt b monitor was used on (B)(6) 2024. It was observed that the monitor screen goes dark after being powered on for a long period of time. Boston scientific has been unable to obtain additional information regarding a patient involvement, despite good faith efforts.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2025-00165 for the exalt model b scope and report number 3005099803-2025-00164 for the exalt model b monitor. It was reported to boston scientific corporation that an exalt b monitor was used on december 31, 2024. It was observed that the monitor screen goes dark after being powered on for a long period of time. Boston scientific has been unable to obtain additional information regarding a patient involvement, despite good faith efforts.